Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they had replaced pressure sensor pcb for error 353.6710. Replaced crack front cover. Replaced corroded barrel clamp and contaminated left iui. Replaced broken right iui. A review of the device history record for sn(B)(6) was performed from (B)(6) 2017 to (B)(6) 2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures indicated on the source device. The proximate cause of the reported issue was due to the electrical failure of the pressure amp pcb.

Event description:
The customer reported alarm - error codes / messages.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported alarm - error codes / messages.